Event description:
Edwards received information that a (B)(6) female with a failing aortic valve was not approved for a valve-in-valve (viv) procedure. The implant duration of the aortic valve at the time of reporting was approximately ten (10) years. Per source documentation, the patient was diagnosed with severe bioprosthetic aortic valvular stenosis with a mean gradient 50-55mmhg. The patient was evaluated for a possible viv; however, since the current bioprosthetic valve has a small diameter, the physician felt there would be little benefit from a viv procedure versus an open-heart procedure. Unfortunately, the vascular team has been unable to meet with the patient to discuss recommendations due to the patient's busy schedule. Scheduled intervention or re-operation is currently unknown.

Manufacturer narrative:
Method: device not available. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. It may be mild and not require any intervention or, in this case, it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. In this case, insufficient information was received to conclusively determine the root cause for this event. No further actions are possible with the available information.